Event description:
The doctor experienced both difficult insertion and difficult removal of the balloon through the 6fr sheath during a pta procedure in a dialysis pt (arm procedure). There was no injury caused to the pt.